Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated that he has been experiencing lows lately. Customer works in a hot plant and takes medication for diabetes. Customer experiencing sweating and chills. Customer also got hot. The blood glucose reading was 46 mg/dl. Customer went to the emergency room. The current blood glucose reading is 42 mg/dl. Customer has treated with food. The blood glucose reading increased to 65 mg/dl. Nothing further reported.